Manufacturer narrative:
According to available information, this lead remains implanted and in service. When the additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed noise and oversensing resulting in three seconds of asystole. The noise could not be reproduced and had occurred while the patient was sleeping. Further monitoring and interrogation will be performed. No adverse patient effects were reported.